Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that a altitude alarm, a cartridge alarm (alarm 09), and an inaccurate fill estimate was received. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose level was 330 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.